Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The unit powered up with new batteries and the low battery indicator does not sound when it shouldn't. Although the unit passed all functional tests, a battery spring is badly bent. Note: instructions for use for battery installation states: hold alarm vertically upside down to prevent the battery springs from bending during battery installation. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).

Event description:
Customer reported the low battery indicator continuously sounds. Customer replaced batteries daily to ensure that the alarm will function properly to prevent a fall. Customer did not know when the issue was discovered. No pt incident or injury was reported.